Manufacturer narrative:
The patient¿s age was reported to be ¿80¿s¿ (not further specified). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as error in operation and touch contamination. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal ceftazidime (1000 mg once daily for 14 days). Three days after event onset, ¿disappearance of cloudy effluent was observed¿. Pd therapy was ongoing. The same month as event onset, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.